Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10, h11 corrected section: d4 - lot number changed to unknown. Analysis of production for OEM devices: (3331/213/67) the reported device is an OEM device. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. Historical data analysis: (4109/213/67) this is an OEM device. A serial number was not provided. Therefore, a query of similar complaints for the reported failure mode was not performed. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept-2019 through aug-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure using hemopro2 extension cable, they stated that the end of the cable got broken, although it was treated carefully. They were careful and diligent per the instructions on using the cable. No patient effects reported.